Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt would not hold air to remain inflated. The hospital reported that the inflation valve remained intact and this happened at the beginning of the short port insertion. An accessory kit was used to complete the procedure. There were no patient complications reported by the hospital. This is not an MDR reportable event. Maquet received the device on 12/11/2009 and observed that the black inflation valve popped out. This is an MDR reportable event.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the black inflation valve popped out. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).